Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 16-oct-2018 with the following findings: during investigation, the pump was powered up to a dim and faded display with a red hue. Unrelated to the original complaint, the battery compartment was cracked from the threads to the grip pad.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 16-oct-2018 with the following findings: during investigation, the pump was powered up to a dim and faded display with a red hue. Unrelated to the original complaint, the battery compartment was cracked from the threads to the grip pad.